Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product codes are gff, gfa, and hsz.. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.5mm drill bit broke off into a drill guide during a left ankle open reduction internal fixation (orif) procedure on (B)(6) 2015. The bit broke before drilling began; no fragments were near the patient and all fragments were retrieved. The drill bit broke during implantation of a one-third tubular plate. The tip of the bit became "cold welded" into the guide. Another bit and another type of guide were available for use. There was no reported surgical delay. The procedure was successfully completed with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was received and evaluation is pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The event was not an adverse event but a product problem only. There was no required medical intervention needed to prevent permanent impairment/damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the following complaint device was received: one 2.5mm drill bit/qc/gold/110mm (part number: 310.25, lot number: u231966, mfg date: 22sep2015. Upon investigation the complaint is confirmed as the returned drill bit was returned with the tip of the drill bit broken off from the rest of the device and the tip is stuck in the returned drill guide. A root cause could not be determined; a possible cause could be the drill bit was placed at an extreme angle on the drill guide causing a bow on the drill bit. The bow may have caused a lateral force/strain beyond what the drill bit can withstand resulting in the breakage especially if under power. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.